Event description:
It was reported that during a gastrectomy procedure when the surgeon fired the stapler on the stomach and on the first firing he observed the staple line; the staples were straight and had not firmed in a b shape. They used another device to complete the first segment of the procedure. The surgeon then used another device and completed the procedure. No patient consequence was reported. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). The analysis results showed that the tl90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.